Manufacturer narrative:
UDI -- (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the sales rep, after implantation of a certas plus valve with siphonguard, the patient experienced and adverse tissue reaction, skin erosion. The shunt was repositioned without report of adverse consequences to the patient.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected: no defects noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks were noted. The catheter was irrigated, no occlusions noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested; no issues found. A review of manufacturing records could not be performed, as no lot number information was provided. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.